Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient and placed on the leaflets. During the deployment sequence the actuator knob was turned 8 times and pulled out approximately 10 cm. The clip was implanted successfully. The procedure was discontinued; the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.